Event description:
It was reported that, one patient who underwent an internal fixation surgery on an unspecified date to treat a radius fracture with a d-rad single use kit plating system experienced the thumb extensor tendon (epl) rupture and required the removal of the plating system. An onset date for the reported complication and the date of plate removal surgery were not provided. The patient achieved radiographic union of the fracture two (2) months postoperatively. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The data was collected from the post-market clinical follow up activity was anonymous, no further information will be provided. Consequently, without the requested clinical information, a thorough clinical assessment cannot be performed at this time. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded based on the information provided. Therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for d-rad smart pack system revealed that it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Surgical technique information is available on request, this has been identified as warnings. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative care, post-operative complications, excessive forces or patient medical history. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Corrected data: h6 (health effect - impact code). Updated results of investigation: given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, without supporting clinical documentation, a thorough medical investigation could not be rendered, nor could a definitive root cause of the reported failure be determined. Based on the information provided, the patient was happy with movement and function and was eventually discharged after the metalwork removal. Therefore, no further medical assessment is warranted at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 15 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for d-rad smart pack system revealed that it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Surgical technique information is available on request, this has been identified as warnings. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative care, post-operative complications, excessive forces or patient medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, one patient who underwent an internal fixation surgery on an unspecified date to treat a radius fracture with a d-rad single use kit plating system experienced attritional thumb extensor tendon (epl) rupture at three (3) months postoperatively and required the removal of the plating system with an ei to epl tendon at six (6) months post injury. An onset date for the reported complication and the date of plate removal surgery were not provided. The patient had achieved radiographic union of the fracture two (2) months post initial implantation. The patient was happy with movement and function and was eventually discharged after the metalwork removal surgery. No further information is available.

Manufacturer narrative:
Corrected data: b5 (narrative), g2 (source: pmcf conducted in the UK), h6 (health effect - clinical code). H11: additional information has been received from the site conducting this pmcf.